Event description:
Customer reported that when she removed the sensor she did not see a cannula. Customer was unsure if the sensor stayed in her body. Customer was asked if the needle was hard to remove and was unsure if was or not. Customer was advised the cannula could have been pulled up with the needle or the cannula was broken off before. Customer blood glucose was 83 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.